Event description:
Additional information received on 8/6/2024 for report mw5157626 to update event description. Patients deserve at a minimum the standard level of care and that was clearly not met by operating and performing MRI scans without functioning audio between the technician and patient for weeks, as well as any alert button or squeeze ball for help if needed and lack of proper medical gown. Furthermore, I am deeply concerned about any long term damage that may result from this horrendous MRI scan performed at the (B)(6) on (B)(6) 2024 at 9:55am.

Event description:
Patients deserve at a minimum the standard level of care and that was clearly not met by operating and performing MRI scans without functioning audio between the technician and patient for weeks, as well as any alert button or squeeze ball for help if needed and lack of proper medical gown. Furthermore, I am deeply concerned about any long-term damage that may result from this horrendous MRI scan performed at (B)(6) center in (B)(6) on (B)(6) 2024 at 9:55am.